Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with needle retraction failure. There was no report of injury or further medical intervention.